Event description:
In april 2004, the pt reportedly was seen at the center for evaluation. The audiologist reportedly was unable to maintain link between the device and the external equipment during testing. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. In may 2004 the pt was seen by a co rep for evaluation. Testing performed confirmed that the device was not fully functional. Surgery to explant the pt's c1 device was scheduled.